Event description:
The customer reported an angle malfunction in the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found a gap in the adhesive at the distal end. This report is being submitted for the malfunction (gap of adhesive) found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the angle lock was not working due to deterioration of the friction plate, and the angle knob had play due to stretching of the angle wire. The rubber adhesive had discoloration. The insertion tube was sticky due to deterioration from the cleaning, disinfecting, and sterilization (cds) processes over time. The connection between the bending section and the insertion tube was disconnected due to a loosening of a screw and adhesive. Corrosion was observed on the connector pins due to chemical stress from the cds process over time, and the scope cover was worn. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 8010047-2022-102392 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.